Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic patient records from the event and was able to verify that the device experienced multiple unexpected losses of power; however, the cause of which could not be determined. Physio then completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event. The customer advised that they had changed the device's batteries; however, the device continued to power off by itself. The customer advised that the patient was being monitored when the reported issue was observed. The patient survived the event.